Event description:
The pump was returned for investigation. Investigation revealed a dim, red display, intermittent functionality of the up keypad button and contamination under the up and contrast button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to a dim, red display. The keypad was observed to be sticky and torn around the up key. The up key was found to be intermittently unresponsive to testing. The keypad was removed and contamination was found underneath the up and contrast button contacts. (B)(6).